Event description:
After the stimulator was moved from the upper buttock to the abdominal area, the patient experienced a shocking or jolting sensation. When the stimulation was on, the patient experienced shocking in the abdomen surrounding the stimulator pocket. Three electrodes had high impedance. Additional information has been requested, a follow-up report will be sent if additional information becomes available.